Event description:
It was reported that at the most recent follow-up appointment, a high, out-of-range shock impedance measurement (165 ohms) was noted from this subcutaneous implantable defibrillator (s-ICD) system. Diagnostic imaging was performed which showed no abnormalities in system placement. Provocative maneuvers were performed which showed changes in shock impedance in different positions (135 - 140 ohms). Fluoroscopy was also performed which confirmed no electrode damage or connection issues were present. The patient stated he had gained weight since the original implant, which may have contributed to the rise in impedance. Technical services was also contacted and confirmed the presence of adipose tissue could cause a rise in shock impedance measurements. It was stated a synchronous shock test would be performed to evaluate the measured shock impedance, but this has not occurred. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.